Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customers blood glucose was 197mg/dl. The customer reverted to an alternate method of insulin therapy.